Manufacturer narrative:
Investigation result: visual examination of the returned device revealed that the inner pouch was opened and sterility was not intact, with the heat seal visible on the pouch. Foreign matter was identified attached to a corner of the uromax device tray and microscopically inspected and was determined to be a long human hair. As the device was received with the packaging having already been opened, the root cause as to where and when the hair came in contact with the packaging is undetermined. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. There was no evidence to suggest that the device was used in a manner inconsistent with the labeled indications. A search of the complaint database revealed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon kit was used during a procedure performed on (B)(6) 2017. According to the complainant, during procedure, while unpacking there was a hair found inside of the sterile packaging. The procedure was completed with another uromax ultra balloon kit. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be unharmed and stable.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon kit was used during a procedure performed on (B)(6) 2017. According to the complainant, during procedure, while unpacking there was a hair found inside of the sterile packaging. The procedure was completed with another uromax ultra balloon kit. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be unharmed and stable.